Event description:
It was reported that, "surgeon was preparing the #4 ps box cutting guide once the surgeon had the box guide ready for resection, we checked to see the medial lateral fit of the box cutting guide and the lateral side of the box cutting guide, the guide sat 1mm medial of the lateral distal cut of the femur. Under hanging by 1mm. After completion of the resection of the box cut surgeon went through his trials and we implanted a #4 left ps femur, ps femur lateral side sat 1mm over hanging from the distal cut of the femur".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or additional info becomes available, it will be submitted in a supplemental report.